Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the thermogard hq temp mgt console (sn (B)(6)) would not recognize the air trap and the red "air trap" text would not clear from the "check the following" screen was confirmed during functional testing but not in the archive data review. The console intermittently was unable to sense the air trap due to a small portion of the light pipe sensor being partially covered by silicone, which is used to seal the air trap light pipe. The thermogard hq console failed the initial functional test. The console displayed a "check the following" air trap message upon powering on and would not go into standby mode. The console would not recognize the air trap being inserted. The silicone was cleaned from the air trap light tube to address the error. Following service, the thermogard hq console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard hq temp mgt console with serial number (B)(6).

Event description:
During in-service, the thermogard hq temp mgt console (sn (B)(6)) would not recognize the full air trap placed in air trap holder. The red "air trap" text would not clear from the "check the following" screen. No patient involvement.